Event description:
During a laparoscopic gastric bypass procedure, staples only formed on one side of the staple line, and then the device fell apart. All pieces of the device were recovered and the procedure was completed with intracorporeal suturing and another like device. One hour delay in case to repair.